Event description:
Reporter stated that patient received the following results on the mobile system compared to a professional meter within 1 minute: 27 mmol/l (mobile system) and 7.0 mmol/l (professional meter). Afterwards the caregiver injected 8 units of novorapid and approximately one hour later the patient had values of approximately 11 mmol/l or 12 mmol/l. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The customer returned 3 vials. Lot number 278235 - 0 tests left, 278237 - 40 tests left, 278227 - 25 tests left. The 2 vials with returned strips were tested and passed. All three were tested from retention.

Manufacturer narrative:
The event occurred in netherlands while this product is not sold in the united states, it is like or similar to a product marketed in the united states.